Event description:
It was reported that the injector flow rate set for 1.8 cc/sec and the injection site was the right antecubital vein. Eda patch was placed above hub of IV catheter. A test dose of 6 cc's was given with no swelling noticed and no extravasation alarm. Scanning began before all contrast was injected. No contrast enhancement was noted and the IV site was checked. 140 cc of contrast had been power injected. Swelling was noted under the area of the patch. A low dose scan of the arm confirmed contrast in the arm up to the shoulder. The pt was treated with warm packs for 10-15 minutes and released. Further follow up revealed the pt was doing well.